Event description:
The MFR received info alleging a ventilator did not sound an audible alarm when it was disconnected from the pt. There is no allegation of pt harm or injury. The MFR has requested the ventilator for investigation, but the device has yet to be returned. A follow-up report will be filed when the investigation is complete.